Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very calcified left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, on the first inflation at 16 atmospheres for 40 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.